Manufacturer narrative:
A DHR review found no evidence that the device failed to meet specifications. The momentary squeeze pump was visually inspected and no leaks were found. The pump failed the 8lb activation test as it required more than 8lbs of force to activate it. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the inflatable penile prosthesis pump was explanted and replaced as the patient was unable to pump the device. The surgeon found that the pump only worked once outside of the scrotum. A new pump was implanted and it was cycling perfectly.

Event description:
It was reported that the inflatable penile prosthesis pump was explanted and replaced as the patient was unable to pump the device. The patient was unable to get the device to work, no other information regarding the issue was provided. The new pump was cycling perfectly.